Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A startright representative reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was in the 350s-400s mg/dl. The customer asked if high temperatures can affect her insulin. The customer was advised that extreme temperatures can degrade her insulin. The customer stated that she was in mexico for a week and the temperatures were in the high 90s. The customer assumed her insulin had gone bad and changed her set and reservoir.